Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Cine images were received for evaluation and show the protege gps exhibited strut deformations consistent with advancing the protege inner shaft after the stent's struts came into vessel apposition. The instructions for use (IFU) states, "caution: failure to hold the proximal grip in a fixed position may result in partial deployment, foreshortening, lengthening, or increased deployment force."

Event description:
During a right iliac vein stenting procedure with (B)(6) the physician deployed a 14x40x120 protege gps. The stent was deployed into the right common femoral vein. An additional 16x40 wall stent was deployed in the right common iliac veins. Upon review, the deployed protege stent appeared measure 20mm in length on the cine image.